Manufacturer narrative:
Information submitted on the original report sent 25/may/2016: the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "experienced bluish urine for two days. Doctor performed endoscopy and confirmed leaking of the liquid through the valve of orbera." The balloon has been removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Two brown spots were observed on the shell. Blue discoloration was observed in the valve. White particles were observed on the valve. A fill test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was observed from the shell and valve of the device. Microscopic analysis confirmed the openings to be striated. Three non-penetrating nicks were observed on the shell of the device.

Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on 09/06/2016. A notification was received from the FDA on 18/mar/2020 requesting a re-submission of this report, as the supplment #1 report was not available in their database. Resubmission of this supplement #1 - medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 09/06/2016: supplement #1 sent to the FDA on 09/06/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Two brown spots were observed on the shell. Blue discoloration was observed in the valve. White particles were observed on the valve. A fill test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was observed from the shell and valve of the device. Microscopic analysis confirmed the openings to be striated. Three non-penetrating nicks were observed on the shell of the device.